Event description:
It was reported that following the placement of the patient's sparc device, the patient has had 3 injections of bulking agent to further treat "urge and stress incontinence due to hypermobile bladder neck" no further patient complications were reported in relation with this event.

Manufacturer narrative:
(B)(6).